Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenofiberscope exhibited cracked adhesive around the acoustic lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the investigation results, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.